Event description:
It was reported that the patient had increased in shortness of breath and fatigue after programming changes were made on (B)(6) 2017 due to diaphragmatic stimulation. The device was interrogated and additional programming changes were made. Patient presented back to the clinic for follow-up with improved health condition. Event resolved with no consequences.